Manufacturer narrative:
No lank display or button error alarm noted during testing. However, device had unresponsive buttons due to flattened all buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test and displacement test due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was reported that the customer insulin pump was not working and changed battery and insulin pump screen went blank. The troubleshooting was performed and was advised to insert battery correctly and display did not returned after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.